Manufacturer narrative:
The event unit is not anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Type of procedure performed: right hand assisted laparoscopic nephrectomy. (B)(6) hospital. This device was discarded by customer. The specimen is completely in the bag, pull back on the thumb ring. But the actuation rod is stuck. They replace a new one to complete this surgery. Product not available for return. Additional information was received via email on 15apr2021 from [name] the specimen remained inside the bag. The tips of the prongs were exposed inside the body. There were not multiple attempts made to advance the actuator. A 12 mm trocar was used with the device. No photo are available. Patient status: fine. Type of intervention: they replaced a new one to complete this surgery.

Event description:
Type of procedure performed: right hand assisted laparoscopic nephrectomy. [Name] hospital. This device was discarded by customer. The specimen is completely in the bag, pull back on the thumb ring. But the actuation rod is stuck. They replace a new one to complete this surgery. Product not available for return. Additional information was received via email on 15apr2021 from [name] the specimen remained inside the bag. The tips of the prongs were exposed inside the body. There were not multiple attempts made to advance the actuator. A 12 mm trocar was used with the device. No photo are available. Patient status: fine. Type of intervention: they replaced a new one to complete this surgery.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, an analysis of the event unit could not be performed and applied medical is unable to determine if the event unit exhibited any damages or non-conformances that could have contributed to the reported event.. Based on the event description it is likely that the complainant experienced a device jam, which prevented the actuator from retracting. Applied medical has reviewed the details surrounding the event and is unable to determine the and the exact root cause of the event.